Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose more than a month ago. It was stated that the data was uploaded to carelink, and it did not show any event that would have given extra doses. Troubleshooting was performed. Ran a fixed prime and self tests and passed. The basal settings were correct. No further info was provided.